Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging their one touch ultra meter would not turn on. The medical surveillance specialist (mss) was unable to reach the lay user/patient/reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter alleged that the product issue began in (B)(6) 2014. The patient manages their diabetes with metformin and lantus insulin. The patient reported not being able to test on the subject meter but denied making any changes to their usual diabetes management regimen. The patient reported developing symptoms of ¿blood sugar increased, dizziness, stomach pain and kidney problems worsened¿. The patient also reported an a1c reading of 9.1. The patient reported visiting the emergency room on the evening of (B)(6) 2014. The patient reported being taken to hospital by ambulance and admitted for an unknown period of time. The patient reported receiving treatment of ¿blood tests, an echo, and medication¿ but did not provide any further details. The patient reported having their blood glucose tested at the hospital on a daily basis and obtained readings of ¿around 200mg/dl¿ every day. At the time of troubleshooting, the csr confirmed that the battery needed to be replaced on the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.